Manufacturer narrative:
One cadd cassette reservoir from p/n 21-7302-24 l/n 3773555 was received in used condition inside a plastic bag without its original packaging. The cassette was inspected and there was misalignment in the cassette tube. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. A review of the production floor was conducted. A sample of 32 units were taken in order to verify for occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were detected. The most probable cause of the issue is that tube was misaligned during assembly and it was not inspected.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that when a smiths medical cadd cassette reservoir was connected to a cadd solis pump, an occlusion alarm went off frequently. The cadd solis pump was inspected and no anomaly was found. There was no patient injury.